Event description:
Pt had successful implant of a bifurcated device, two infrarenal proximal cuffs, and a limb extension in 2007. The pt developed a type I endoleak. In late 2008, the pt was brought in to treat the endoleak with an add'l limb extension and embolizing the right internal. There was good outcome at the end of the procedure.

Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. The device met specs prior to release. Due to lack of info, no conclusion can be drawn at this time.